Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while sleeping. The patient was hospitalized while device data was reviewed by technical services (ts) for programming mitigation options. The patient indicated a desire to have the device removed if sensing can not be optimized. The ts data reviewed confirmed two logged episodes, both occurring on the same date. The first episode was untreated, while the second did produce inappropriate shock therapy. Both of the episodes were cause by system oversensing of non physiologic artifacts along with baseline shifting. In absence of any additional information, ts was unable to conclusively determine root cause. To better understand the system oversensing, an x-ray and additional information was requested. Field follow-up confirmed the system was evaluated as an attempt to recreate the noise anomalies however, this proved unsuccessful. The device was programmed with the secondary vector as recommended but this resulted in a very small signal and after 5 minutes at this programmed setting, the patient received another inappropriate shock while still at the medical office. The system was scheduled for replacement which was later completed. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. High powered visual inspection of the header noted tool marks. There was a hole in the seal plug. There were no obstructions or other issues noted in the lead barrel. No other anomalies were noted. The device was able to be interrogated and a memory download was performed successfully. There no were no suspicious system errors or resets. A benchtop device tester was used to provide pacing pulses to all three sense vectors. No noise or oversensing were observed in any of the three vectors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Despite the device meeting specifications during analysis our investigation determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while sleeping. The patient was hospitalized while device data was reviewed by technical services (ts) for programming mitigation options. The patient indicated a desire to have the device removed if sensing could not be optimized. The ts data reviewed confirmed two logged episodes, both occurring on the same date. The first episode was untreated, while the second did produce inappropriate shock therapy. Both of the episodes were cause by system oversensing of non physiologic artifacts along with baseline shifting. In absence of any additional information, ts was unable to conclusively determine root cause. To better understand system oversensing, an x-ray and additional information was requested. Field follow-up confirmed the system was evaluated as an attempt to recreate the noise anomalies however, this proved unsuccessful. The device was programmed with the secondary vector as recommended but this resulted in a very small signal and after 5 minutes at this programmed setting, the patient received another inappropriate shock while still at the medical office. The system was scheduled for replacement which was later completed. The explanted device was returned for analysis.